Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that there is a possible device infection. Rep saw patient today. Patient stated he has been feeling pain, has been sore/tender for a couple weeks. Pocket is very swollen. Incision site looks great, but looks very swollen under skin. Patient is going to see implanting ep tomorrow morning to determine plan. Physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).